Event description:
A customer reported experiencing bruising after applying the freestyle libre sensor. The customer had contact with a healthcare professional and received unspecified treatment. No further information could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. Section h4 deceive manufacturing date has been updated based on the extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bruising after applying the freestyle libre sensor. The customer had contact with a healthcare professional and received unspecified treatment. No further information could be obtained. There was no report of death or permanent injury associated with this event.